Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. The blood glucose that triggered the suspend event level was 98 mg/dl. Sensor value that triggered the suspend event was 40 mg/dl. The low limit in sensor setting was 80 mg/dl. Insulin delivery was suspended due to sensor glucose values. No harm requiring medical intervention was reported. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Test could not be conducted due to the damaged contact pad. Unable to confirm customer received sensor in said condition due to customer returned opened or used.